Event description:
It was reported that (1) device was used during a laparoscopic resection of a rectum cancer. It was reported by the affiliate that the tsb45 instrument cut and stapled sufficiently. No intraoperative complications. The circular anastomosis was sufficiently performed using a dch stapler. Insepction of the anastomosis did not show any insufficiencies at all. After the procedure the device was decontaminated and the sales rep took it with him for demonstration purposes. He then noticed the anvil had slipped out. Eight days postoperative the condition of the pt got worse. The pt was reoperated and the diagnosis was peritonitis caused by leakage in the area of one of the remaining ends of the tsb staple line. The staples in the respective area were well formed. The surgeon stated that there is no evidence for a direct relation between the peritonitis and the tsb device.